Event description:
It was reported that the patient received inappropriate shocks due to a right ventricular (rv) lead which appeared to have fractured. It was noted that the patient had received an inappropriate shock some time ago, and the detection for that lead were extended, but not turned off. The lead was tested in both configurations, and oversensing was present in both. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).